Event description:
Dealer alleges that when the joystick is released, the (B)(4) power chair keeps going. The dealer also mentioned that the consumer does not take very good care of the chair and that food and other debris have gotten down in the joystick. No sure if the problem is caused from a defect or abuse.